Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the waveforms show outdated wave data instead of actual real-time data, during preventive maintenance of the device. This was noted to have occurred during preventive maintenance of the device. There was no report of any patient harm.